Event description:
It was reported to covidien on (B)(4) 2012 that a customer had an issue with a foley catheter. The customer reports the foley catheter was found in the pt¿s bed with deflated balloon. Pt was postoperative day number 3 from robotic cystoprostectomy with pelvic node biopsy and neobladder. Failure of foley catheter required bedside cystoscopy with reinsertion of new catheter. The customer stated that there was no consequence to the pt. The pt status is fine.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded. Maude event report number: (B)(4).